Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump was found with inoperable keypad, second from the left column of keys were not functioning. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was a faulty keypad. The keypad requires to replace to address the issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was found with an inoperable keypad. No additional information is available.